Event description:
The complainant alleged during pt setup, the device displayed a "poor pad contact" message. The complainant did not indicate if there was any adverse effect to the pt as a result of the reported malfunction.